Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms had been received over the past month. The customer's blood glucose (bg) level was not impacted by the occlusions. The customer stated that they resolved the issues by resuming insulin and delivering a bolus for the remainder of the original bolus request. As the customer had changed out all supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.

Manufacturer narrative:
Brand name, common device name.